Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
The patient and manufacturer representative (rep) reported that there were high impedances on contacts 1,2,7,10 with jolting/shocking sensation and intermittent loss of stimulation. The symptoms approximately started two weeks ago. The patient did have a few mild falls and also just started physical therapy where they were stretching a lot of lifting weights. The symptom started after this although not one event in particular. Impedances were greater than 10,000 on contacts 1,2,7,10 unable to tolerate being run at 3v, was getting jolting sensation. X-rays were ordered, but results were unknown. The rep attempted to program around high contacts however they were not able to get the stimulation in their back where they desired and also was getting a jolting sensation programming around when they stood up. There was a surgical intervention planned but not yet scheduled.. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Other relevant medical history includes post lumbar laminectomy syndrome

Event description:
Additional information received from the manufacturer representative (rep) reported that the lead and extensions were replaced as well as the battery on (B)(6) 2015. Impedances were all within normal limits and there was no further shocking. The patient reported coverage of painful areas.